Manufacturer narrative:
Analysis result indicates that customer¿s issue with overheating was not able to confirm. The drill came in with the motor making a loud grinding noise. The pre-temperature test was not able to perform due to motor failure. The item was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Sales rep. Reported the stylus touch handpiece was overheating. There was no patient injury.